Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, an outflow graft obstruction could not be confirmed as no imaging was provided and the pump remains in use. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the acute renal failure, worsening cardiac function, and confusion could not conclusively be established through this evaluation. It was reported that patient was admitted for acute renal failure and confusion, which was suspected to be related to a new antibiotic treatment for the patient¿s chronic driveline infection; however, a right heart catheterization (rhc) also showed markedly elevated central venous/pulmonary capillary wedge pressures (cvp/pcwp). An echocardiogram (echo) was performed which revealed worsened cardiac function despite having a presumably functioning left ventricular assist device (lvad) in place. It was communicated that the patient's pump had been implanted prior to the anti-rotation outflow graft clip and the medical team was hoping to rule out pump dysfunction and assess for outflow graft twist/compression/stenosis. The submitted system controller event log file contained events from (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket) and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists infection as a potential late postimplant complication. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure." Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for acute renal failure and confusion suspected to be related to new antibiotic treatment for their chronic driveline infection, however, right heart catheter (rhc) showed a markedly elevated central venous pressure and pulmonary capillary wedge pressure (cvp/pcwp). Echocardiogram (echo) showed worsened cardiac function despite presumably functioning left ventricular assist device (lvad) in place, however, pump was implanted prior to anti-rotation clip use. Medical team was hoping to rule out pump dysfunction and assess for outflow graft twist/compression/stenosis. There were no unusual events recorded in the log file event history.